Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during a laminectomy surgery, it was observed that two attachment devices would not accept the burrs. There were no delays in the surgical procedure as spare devices were used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the cutter could not be inserted. During repair it was observed the bearings were corroded, worn out and no longer in axial alignment, not allowing for the insertion of the cutter device. Therefore, the reported condition was confirmed. It was determined that the corrosion on the bearings was consistent with normal use over time. The assignable root cause was determined to be due to worn out bearings that are no longer in axial alignment that does not allow insertion of the cutter which is wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.